Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation, utilizing a small flexnav delivery system (ds). The patient presented with vascular calcification. The first flexnav ds (11065192) was inserted but was unable to advance due to vascular calcification. Therefore, the ds was removed and replaced. A second small flexnav ds (11065192) was inserted but was unable to be advanced due to vascular calcification. Therefore, the second ds was removed and replaced. A third small flexnav ds (11065192) was inserted but was unable to advance due to vascular calcification. It was noted that it was observed that the capsule tips of both the second and third flexnav ds were slightly deformed. Vascular injury of the right external iliac artery (eia) was observed due to the failure of the flexnav passage. After the right femoral artery was crossed with a 14fr dryseal sheath, and a balloon aortic valvuloplasty (bav) was performed, an attempt was made to pass through by replacing with an integrate sheath. However, the eia was not crossed. Plain old balloon angioplasty (poba) was performed at the site, and another attempt to pass with the integrate sheath was made but was unsuccessful. Therefore, a decision to place a viabahn stent at the site and to attempt delivery again. However, damage to the delivery capsule was observed. Therefore, the sheath was removed and replaced. It was noted that even after viabahn stent placement, the integrate did not pass. Therefore, additional vascular dilation with a poba was performed. Another attempt to insert the integrate was made, but it would not pass, and the vessel appeared to have ruptured at that time. To repair the vessel, viabahn stents were placed on the contralateral side, one proximal to the previously placed viabahn stent, and one distally to the previously placed viabahn stent. Hemostasis was achieved. Access was then obtained via the left femoral artery, and the approach was continued via cutdown. At this time, both the delivery system and the valve itself were replaced with new ones. However, the integrate sheath did not pass through the eia on the left femoral site either. Therefore, the transcatheter aortic valve implantation (tavi) procedure was abandoned.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with a medical history of hypertension (ht). It was confirmed that the damage could not be assessed on the first flexnav delivery system (ds), and that the capsule tips of both the second and third flexnav ds were slightly deformed. No other damage was noted. The patient was hemodynamically stable throughout the procedure. It was noted that the procedure time was prolonged; however, there was no impact on the patient's prognosis. The patient was reported to be discharged from the hospital.

Manufacturer narrative:
An event of advancement difficulties into patient anatomy, deformation of the valve capsule tip, and vascular injury was reported. The investigation into the returned device confirmed the reported deformation at the tip of the valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty, resulting in deformation of the valve capsule tip, appears to be related to challenging patient anatomy. The reported vascular injury appears to be a cascading effect of the advancement difficulty. The reported unexpected medical intervention was a result of case-specific circumstances as the vascular injury was repaired. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 1316.